Event description:
Information was received indicating that during testing a cadd legacy plus, mdl 6500, was alarming no disposable, pump won't run. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 10.9 ml, rate 2.2 and 91.1 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).